Event description:
It was reported that pump issued repeated cartridge alarms and customer experienced high blood glucose of 548 mg/dl. There was no reported involvement of emergency services or third-party medical assistance, and no additional information was received regarding any further impact to the customer¿s blood glucose level. Customer gave correction insulin by injection, planned to use backup insulin pump therapy, and was provided replacement pump by technical support, who confirmed warranty status, shipping details, software compatibility change, storage mode steps, return instructions with timeline, and need to reprogram pump settings.